Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pneumothorax. It was further reported that the right atrial (ra) lead exhibited placement difficulty and went into the patient's lung. The patient required a drain in the intensive care unit (ICU). The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.